Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 500mcg/ml at 700 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient experienced itching and increase in spasticity. No known contributing factors. A dye study was attempted on july 5th. Catheter would not aspirate and dye study was aborted. Actions/interventions taken to resolve the issue was surgery to place a new catheter. A new catheter was implanted. The distal pump segment of the 8709 catheter was explanted, and a portion of the pump segment was retaining in the patients flank. A portion of the tip segment of the 8709 catheter and the anchor was explanted . The intrathecal portion of tip segment fractured off and was left in place. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 1999, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) ubd: 16-jul-2001, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.